Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged. This rv lead was explanted. No additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on lead was not confirmed. The laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. Continuity testing passed which indicates conductors were intact. Furthermore, the lead tip or helix appeared intact and undamaged. The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.